Event description:
It was reported that a medical intervention was performed for arthroscopic abrasion of cicatrix.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, this case is related to (B)(4). No clinical supporting documents were provided to conduct a thorough analysis of the reported issue. Therefore, medical assessment cannot be rendered. No further clinical/medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.